Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient's mother regarding an external neurostimulator (ens). The patient ended up getting really sick after leaving the healthcare provider's (hcp) office so they didn't start tracking until yesterday morning at 8:20am. They were meeting the minimum 50% and doing well at the time of the call. The next day, it was reported that the patient was doing well, but they have not been able to void since 9:30pm the night prior. On (B)(6), patient's mother said the night of (B)(6), the patient had possible retention as well as the possibility of a urinary tract infection (uti). The patient was tested for retention on (B)(6) and the patient did not have any according to the hcp. The patient's mother will contact the hcp further for possible uti. On (B)(6), patient's mother said the lead (reasonable to assume it was not the lead) was disconnected from the ens when it got caught on the potty arm. They lost stimulation, but the patient was able to feel stimulation comfortably at 5.0ma after reconnecting and increasing stimulation. The patient's mother thinks the patient has a uti because they are voiding every hour and the urine is strong. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Based on additional information received, the previously reported the patient code of (B)(4) no longer applies to the event. Also, based on further review of the event, the device code of (B)(4) no longer applies to the event. (B)(4) now applies. The phrase of ¿(reasonable to assume it was not the lead)¿ in the previously submitted report should not reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the healthcare professional (hcp) reported that, as an action to resolve the retention issue, the patient was asked to come into their office. The patient¿s mother had called the office to say the patient would come in. The hcp reported that the cause of the retention issue was that the patient had a neurogenic bladder and was unable to void. This was noted as a pre-existing condition. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider's (hcp) office: the patient was undergoing the trial evaluation for a neurogenic bladder condition. Uti was not noted since the patient was seen at this practice, so the cause of possible uti was not determined and was not related to the patient's underlying urinary dysfunction; the possible uti was not related to the device/therapy and no actions/interventions were taken. No further patient complications have been reported as a result of this event.